Manufacturer narrative:
Block h6: imdrf device code a150208 captures the reportable event of clip deployed in scope.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for bleeding in the duodenum during a gastroscopy procedure performed on (B)(6) 2026. During the procedure, the physician encountered difficulty putting the clip through the scope and therefore removed it. When the device was pulled out of the scope, it was observed that there was no clip on the end. A second clip was opened, and when the forceps were pushed through the scope, the first clip came through. When the forceps were opened, the clip just deployed itself. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.